Manufacturer narrative:
Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore® excluder® bifurcated endoprosthesis. (B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
On an unknown date in 2002, this patient underwent endovascular repair of an abdominal aortic aneurysm and was implanted with excluder bifurcated endoprostheses. The patient tolerated the procedure. On (B)(6) 2015, the patient underwent endovascular re-intervention for treatment of a persistent endoleak and enlargement of the aneurysm sac. Additional gore excluder aaa endoprostheses were implanted to extend coverage both proximally and distally. The patient tolerated the procedure.